Event description:
It was reported while using bd pegasus qsyte leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: indwelling was performed on (B)(6) and the extension tube of the indwelling needle was found to leak on the next day, (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-sep-2023 . H6: investigation summary a device history review was conducted for lot number 2262137. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers noted that the returned device suffered from a leak in the extension tubing wall. This event has been confirmed. Our engineers also noted that the extension tubing wall at the breach, was thinner than expected and determined the root cause to be a misalignment in the manufacturing machinery during assembly.

Event description:
It was reported while using bd pegasus qsyte leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: indwelling was performed on august 15, and the extension tube of the indwelling needle was found to leak on the next day, august 16.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.